Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device after a diagnostic procedure. When deploying the device a cuff miss occurred. The device was removed and a second device was inserted. The foot felt funny when being deployed and parked. A cuff miss occurred again. When the device was removed, half the foot was missing and presumed to be left in the patient. The second device was removed and closure was attempted with a third device. Physician snapped suture, resulting in loss of hemostasis. Closure achieved with manual compression. The patient is doing fine. No retrieval of foot piece attempted.